Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with different device. No patient complications nor injuries reported, and the patient condition was good post-procedure.